Event description:
Fidia received the info from (the us distributor for hyalgan) on 08/10/2009: initial info received from a physician via sales rep on 08/06/2009: a male received a series of five treatments with hyaluronate sodium [hyalgan] in both knees in 2008, and experienced stomach pain, pancreatitis and lost 20 pounds. In 2009, after three injections in both knees, the pt again reported stomach pain and weight loss. Treatment with hyaluronate sodium was discontinued. No further relevant info reported. Corrective treatment: unk.